Event description:
It was reported the implantable neurostimulator (ins) and lead were explanted due to lead migration and out of range (oor) impedances. It was stated there were impedance testing, x-rays and reprogramming done. Reportedly the patient¿s job requires operating a machine that involves bending, lifting and twisting, which was noncompliance with regard to postoperative restrictions. It was noted the cause of the issue was not known and was not resolved. No injury was reported

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no significant anomaly. Analysis of the lead revealed all the conductors were broken at the anchor site. Analysis of the anchor revealed no significant anomaly, but it was noted the anchor was separated. Analysis of the plug revealed no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2013. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3550-29. Product type: accessory: product ID 3550-39. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.